Event description:
A report was received that a pt underwent a pocket revision, due to discomfort. The physician revised the pt's pocket site to a more comfortable location. The pt is reportedly doing well following revision surgery.

Manufacturer narrative:
This is the final report.